Event description:
Per patient information verification form, this system was removed due to infection. This system will be replaced in october. Lumax 340 hf-t, MDR 1028232-2008-1111 corox otw 85-up, MDR 1028232-2008-1112 and 2 medtronic leads.